Event description:
The customer reported intermittent communication failure error messages. This error results in x-rays being disabled. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.